Manufacturer narrative:
The device was received for evaluation with an open pouch and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported condition was verified. The cause of the leak was determined to be damaged (cut) tubing located between the occluder feet and base of the twist sleeve. An assignable cause of the damaged tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that minicap transfer set was damaged and leaked. This event occurred during use. The patient was not connected. There was no patient injury or medical intervention associated with this event. No additional information is available.